Manufacturer narrative:
(B)(4).

Event description:
It was reported there was erosion. The stimulator was "very" close to the patient's skin, and the stimulator was going to be revised later in the same month. The patient also never had therapeutic effect since the device was implanted. Additional information has been requested, a follow-up report will be sent if additional information becomes available.